Event description:
It was reported via social media that a thrombus occurred. A left atrial appendage (laa) closure procedure was successfully performed using a watchman flx laa closure device with delivery system (wds). Approximately one year post procedure a thrombus was discovered in the laa. The patient was prescribed anticoagulant medication and will undergo echocardiography in the future.

Manufacturer narrative:
Aware date of (B)(6) 2022 used as event date is unknown.